Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-oct-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (1mg at .22) via an implantable pump for unknown indications for use. It was reported that the pump flipped in the pocket and was loose. There was fluid in the pocket. It was unknown if there was a loss of therapy as the patient was on a very low dose of morphine. The pump segment was replaced as the cap was unable to be aspirated. The pump was tacked down with 2-0 silk sutured and closed. No bolus was given. The managing healthcare provider (hcp) was notified. There was no known cause of the pocket fluid. Suspected factors included the patient gardening and reporting that their grandchildren jump on their pump area. The issue was resolved.